Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. The customer experienced intermittent instances of elevated and low blood glucose (bg) levels. Elevated bg level reported as "high", although specific value not provided; low bg level reported was 40 mg/l. Customer addressed bgs level by administrating correction bolus via pump or consuming carbohydrates as needed. Reportedly, the customer reverted to an alternate method of insulin therapy.